Event description:
It was reported that that during a routine check performed by the biomedical engineer (biomed) that the safety disk of the cardiosave intra-aortic balloon pump (iabp) needed to be replaced. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm reported that a new safety disk was installed during a previous pm; however the date was not set correctly. To address the issue the stm adjusted the date to proper setting. (B)(6).

Event description:
It was reported that the safety disk of the cardiosave intra-aortic balloon pump (iabp) needed to be replaced. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.